Event description:
It was reported that the insulin pump alarmed motor error while changing site. The blood glucose reading was 9.4 mmol/l. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Findings: there was a motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratches on the display window, cracked display window, cracked battery tube threads and cracked reservoir tube lip.